Event description:
It was reported that a home patient (hp) noticed a leak in the patient line during prime. However, the hp stated that the leak was not caused by an overprime. The hp could not identify the exact location of the leak on the patient line. The hp discarded the supplies and started therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.